Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 12/7/2021. H.6. Investigation: our quality engineer inspected the samples submitted for evaluation. Bd received 14 sealed 22g x 1.00in. Insyte autoguard units from lot number 1011638. The units were microscopically inspected for damage that would create difficulty attaching a device to the luer hub. One unit (unit #9) was found to have a damaged luer hub. Functional testing was performed by attempting to connect a luer-lok syringe to the luer of the unit. A connection could not be completed due to the luer deformation. The defect of ¿adapter/connecter defective/damaged¿ was confirmed. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to misalignments of the adapter relative to the equipment which would allow for contact to the outside threads. A device history record review showed no non-conformances associated with this issue during the production of this batch. The appropriate personnel have been notified and we appreciate you taking the time to bring this observation to our attention. H3 other text : see h.10.

Event description:
It was reported 3 bd insyte¿ autoguard¿ shielded IV catheters were deformed, with extra plastic at the cannula opening. The following information was provided by the initial reporter: "reports of extra piece of plastic at opening of cannula, causing difficulty with attaching tubing for IV contrast - 3 occasions resulting in recannulation of patient."

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformance's associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. Customer complaint trends are evaluated on a monthly basis, however the need for a formal corrective action cannot be determined in the absence of the root cause.

Event description:
It was reported 3 bd insyte¿ autoguard¿ shielded IV catheters were deformed, with extra plastic at the cannula opening. The following information was provided by the initial reporter: "reports of extra piece of plastic at opening of cannula, causing difficulty with attaching tubing for IV contrast - 3 occasions resulting in recannulation of patient".